Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was damaged. The following information was provided by the initial reporter: material no.: 2420-0500, batch no.: 20053333. It was reported a hole was found in the tubing resulting in leakage. Occurred on (B)(6) 2020 in our oncology department. Opened tubing from packaging to find hole in tubing. Was not used on a patient and did not delay care. I do have the product to return.

Manufacturer narrative:
H.6. Investigation: one sample of model 2420-0500, lot 20053333 was received for quality investigation. Upon visual inspection, two cuts in the tubing were located distal to the pumping segment of the infusion set. The infusion set was primed with no pumping pressure and leakage through these holes was verified. No further defects were observed. A device history record review for model 2420-0500 lot number 20053333 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The investigation was not able to find a definitive root cause but identified multiple probable causes that can occur during the various steps of the manufacturing and shipping processes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was damaged. The following information was provided by the initial reporter: material no.: 2420-0500, batch no.: 20053333. It was reported a hole was found in the tubing resulting in leakage. Occurred on (B)(6) 2020 in our oncology department. Opened tubing from packaging to find hole in tubing. Was not used on a patient and did not delay care. I do have the product to return.